Event description:
Complainant alleged that while attempting to monitor a patient who's leg had been amputated by a lawn mower, the device started to self-charge. Complainant indicated that clinician was able to obtain another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.